Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, the patient experienced recoil of the device. The lesion being treated was located in the proximal right coronary artery with 70% stenosis, a length of 10 mm, and reference vessel diameter of 3.50 mm. The physician treated the lesion with pre-dilatation using a 3.50 x 8 mm apex balloon, however, there was recoil of lesion and a 3.50 x 12 mm study stent was placed and a 3.75 x 8 mm quantum maverick was used for balloon dilatation at 20 atmospheres for post dilatation with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).